Event description:
It was reported that the catheter was cut because of the patient¿s unusual anatomy; that the patient¿s bones were like a ¿razor blade cutting it.¿ it was also reported that the patient would first experience drug withdrawal, then pain, then his hands would start shaking. The drug being delivered via the pump was not specified.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was filed as manufacturer¿s report #3007566237-2013-02978. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: catheter.

Event description:
Additional information received reported on 09/19/2006 there was radiological imaging done, two views, due to "malfunction of pump." The findings were noted as "catheter present over left pelvis with morphine pump in place and catheter tip patent to the posterior elements of the posterior l3-4 location. The catheter is broken at this spot. The remaining portion of the catheter is free within the canal." Spondylosis additionally noted throughout with narrowed disk space l4-5 as well as l1-2. Implant record reported that the catheter and accessory were placed on (B)(6) 2006. It was not reported what medication(s) were infused by the system at the time of the event.